Manufacturer narrative:
(B)(4). Evaluation summary:an actual sample was received and evaluated. This complaint was not confirmed . Therefor, a root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot number. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter that there was leakage observed at the back of the transfer set. The transfer set was in use for one month. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.